Event description:
The customer reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.